Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the issue with the lead was that there were high impedances. The patient was unsure if they wanted another surgery but the representative spoke with them today and they were going to proceed with the replacement surgery.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3986a, lot# n062627, implanted: (B)(6) 2009, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer was seen on (B)(6) 2017 to have their staples removed after having a battery replacement. An impedance check was performed with results showing all high impedances. There were no factors that could have led or contributed to this and no actions/interventions were taken to resolve the issue because the consumer was unsure if they would proceed with a lead revision. As a result the issue remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.